Manufacturer narrative:
A field service engineer (fse) was dispatched and on-site (B)(4) 2011. Fse found a "sticking" vacuum valve that was causing the instrument to leak. Fse replaced the valve and pro-actively replaced the vacuum pump. System performance was verified to published specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a liquid waste leak and a 'vacuum under limits' error in the unicel dxc 600i synchron access clinical system. Per customer, the leak was completely contained within the instrument. No injury was reported.